Manufacturer narrative:
Upon receipt at medtronic¿s quality laboratory, the initial visual observation showed all leaflets were in in a semi-relaxed position. The leaflets were slightly stiff but flexible and intact. All commissures were intact. Hydrodynamic pulse duplication testing with high-speed video observation showed normal, full-opening and ¿closing leaflet motion with no evidence of leakage. Flow through the valve was documented using echocardiography, digital high-speed imaging and flow meter assessment. All three leaflets opened and closed fully with no evidence of leakage upon closure. None of the three leaflets showed evidence of stiffness or folding during testing. Based on the analysis results and the previously conducted device history record review, this device met specifications and the reported clinical observation could not be confirmed.

Event description:
Medtronic received information that three days following the implant of this bioprosthetic tissue valve, a transesophageal echocardiogram showed severe regurgitation, and that the coronary leaflet did not properly coapt, was folded and stiff. The valve was explanted and replaced with a non-medtronic valve. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The date of event is corrected from (B)(6).

Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The product has been returned and analysis is in progress. Upon completion of analysis, a supplemental report will be submitted. (B)(4).